Event description:
Ratchet screwdriver came apart and a ball bearing could not be found.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Ratchet screwdriver came apart and a ball bearing could not be found. Examination was not possible, as the instrument was not returned. It is not known if a missing component remains implanted in the patient. Per the initial reporting, patient x-rays are not available for examination. The lot code provided could not be confirmed as valid and manufacturing age is unknown. The investigation could not draw any conclusions regarding the reported event with the information available. The investigation has identified that design improvements to bolster the durability of this instrument were established through eco (B)(4) in january 2011. The investigation is not able to determine if this specific instrument was manufactured prior or post improvements. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.